Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 2/2/10 that a customer had an issue with a hemodialysis catheter. The customer reported the catheter was inserted in (B)(6) 2008. In the spring 2009 the nurses noticed a break on the catheters blue connector part. The catheter was removed from the pt during the summer 2009. Catheter was replaced after being removed.